Event description:
Edwards received information that this surgical valve is failing after an implant duration of approximately nine (9) years, seven (7) months due to structural valve deterioration and an elevated gradient. According to the patient, his cardiologist has indicated the aortic valve will need to be replaced. However, no additional details have been provided to edwards indicating surgical intervention has been scheduled or has taken place.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.